Event description:
It was reported the patient developed a fever and redness at the pocket site on (B)(6) 2015. The patient went to the hospital on (B)(6) 2015 and was admitted. The patient¿s pocket was infected and the device was explanted. No troubleshooting was performed. The patient status at the time of this report was ¿alive ¿ no injury.¿ the outcome of the adverse event was unknown. No further information was provided. The drug being delivered via the device system was prialt. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10929r57, implanted: (B)(6) 2001, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. (B)(4).